Manufacturer narrative:
As reported, the balloon of the 6f/7f mynx control vascular closure device (vcd) burst during retraction. Hemostasis was achieved, but the method used was not specified. There was no reported patient injury. The vessel calcification was noted to be moderate to severe. The balloon lost pressure after being pulled to the arteriotomy, and the patient was not hospitalized or had their hospitalization extended due to the event. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation following a reported complaint. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was closed, with a syringe attached to the device. A cordis sheath was inserted onto the device, and the sealant was present in its manufactured position, fully covered by the sealant sleeves, which did not show any type of damage or anomaly. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis, the longitudinal tear was clearly identified along the balloon body. The described conditions resulted in a leakage that impeded the functional analysis, due to the longitudinal tear observed to the balloon during microscopic analysis, an inflation/deflation functional analysis could not be performed. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (the vessel calcification was noted to be moderate to severe, and the balloon reportedly lost pressure after being pulled to the arteriotomy) most likely contributed to the reported event since a calcified vessel can cause this type of damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6/7f mynx control vascular closure device (vcd) burst during retraction. There was no reported patient injury. The event occurred approximately 2-3 weeks before the aware date. Hemostasis was achieved, but the method used was not specified. The vessel calcification was noted to be moderate to severe. The balloon lost pressure after being pulled to the arteriotomy, and the patient was not hospitalized or had their hospitalization extended due to the event. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation.